Event description:
Patient reported left side "discomfort, varied sensation, ¿silicon leaking¿ of both implants." Healthcare professional later reported "capsular contracture baker iii¿, ¿implants appear mildly distorted consistent with contracture¿, "evidence of silicon leak¿, "anterior third 4mm well defined nodule consistent with cyst¿, "fat necrosis¿, "minimal peri-implant fluid¿, " ¿4-6 o'clock radial fold¿. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. The events of capsular contracture , seroma, and necrosis are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, seroma-late, necrosis, rupture.

Event description:
Patient reported left side "discomfort, varied sensation, ¿silicon leaking¿ of both implants." Healthcare professional later reported "capsular contracture baker iii¿, ¿implants appear mildly distorted consistent with contracture¿, "evidence of silicon leak¿, "anterior third 4mm well defined nodule consistent with cyst¿, "fat necrosis¿, "minimal peri-implant fluid¿, " ¿4-6 o'clock radial fold¿. Device has been explanted.

Manufacturer narrative:
Visual/photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to confirm as it is a medical event not related to the device. Cyst-ndr: unable to confirm as it is a medical event not related to the device. Necrosis: unable to confirm as it is a medical event not related to the device. Seroma-late: unable to confirm as it is a medical event not related to the device. Crease/folding of implant: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.